Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) had gone into backup operation due to watchdog timer. Marker anomaly and low telemetry throughput were also noted. Programming changes were made, and the ralp was restored. There were no patient consequences.

Manufacturer narrative:
Based on the review of provided information, the event of a device reset was able to be confirmed. However, a root cause could not be established, due to insufficient information was supplied. The device was successfully and appropriately recovered from the resets as designed.